Event description:
The customer reported that the compressor on an 840 ventilator smelled like smoke and was noisy. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the solenoid. The unit passed extended self-testing.